Manufacturer narrative:
The explanted lens was returned in the replacement lens case. Solution was dried on the lens. The anterior optic surface was scratched. Product history records were reviewed and the documentation indicated the product met release criteria. Information indicated the use of a qualified cartridge and handpiece. A non-qualified viscoelastic was indicated. The root cause was determined to be most likely unrelated to the lens. The initial report was for blurred visual acuity optics, residual cylinder, and s/p lasik likely source of blur. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The information provided by the facility indicate that in the surgeon's opinion, the lens did not cause or contribute to the event. The cause was written as optics, residual cylinder and s/p lasik. Information was provided that the company lens was removed and replaced with a non-company lens. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported following the intraocular lens implantation the patient had experienced blurry vision, residual cylinder. The lens was explanted in a secondary surgery and was replaced with a different lens.